Event description:
The physician was performing a routine procedure of a inferior vena cava (ivc) filter "optease" insertion (466f210a) to a female patient. During the procedure which the physician is very familiar with, there were no difficulties with the insertion of the ivc filter to the patient's ivc. A few weeks after the insertion, the physician received a notice that the patient is suffering from bilateral edema at their lower limbs. The filter is still in the patient's ivc - at the same anatomical location. However, in the cd and angiograms being submitted for review, it may be noticed what seems to be partial deformation at several struts of the octagonal filter. The physician hypothesized that there was a primary deformation with filter to begin with, that could not be spotted in the preliminary angiography. Addendum: the filter was placed in 2006. The patient is being treated with anti coagulants on a permanent basis - she is suffering from a bilateral dvt.

Manufacturer narrative:
Additional infomation will be submitted within 30 days upon receipt.